Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.50 x 16 synergy ii drug-eluting stent was advanced to treat the lesion. However, upon deployment, it was noted that there was a crack on the stent delivery system (sds). The device was removed and upon testing, the crack on the sds was confirmed as there was contrast coming out of it. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 3.50 x 16 mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified distal and proximal stent damage. The first strut row on the distal end of the stent was opened and the first row from the proximal end of the stent was opened. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device revealed damage to the hypotube lasercut region at 15 mm distal to the hypotube/midshaft bond. There were multiple hypotube kinks noted. An examination of the shaft polymer extrusion revealed a break in the hypotube lasercut region at approximately 15 mm distal to the hypotube/midshaft bond. The tip was visually and microscopically examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.50 x 16 synergy ii drug-eluting stent was advanced to treat the lesion. However, upon deployment, it was noted that there was a crack on the stent delivery system (sds). The device was removed and upon testing, the crack on the sds was confirmed as there was contrast coming out of it. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.